Event description:
Healthcare professional reported patient was injected 2 syringes in cheeks with juvéderm® voluma¿ with lidocaine and experienced lumps of the left cheek and chin area (granulomas). Biopsy was not provided. Patient later was diagnosed with hashimoto, deemed not device related. Patient was treated with hyaluronidase and metypred 16 mg in decreasing doses. It is unknown if symptoms resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00461 (abbvie complaint #pr (B)(4). This MDR is being submitted for the suspect product, juvéderm® voluma¿ with lidocaine (lot number unknown).

Manufacturer narrative:
Clarification to d.4.: lot number vb20b20114 and catalog number 96637jr. A review of the device history record has been completed. No deviations or non-conformances noted. Corrected data: section c. Suspect product, d.4., h.4., h.6.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Clarification to h.6. [Invest. Conclusions code]: the event of inflammatory nodule is a known potential adverse event addressed in the product labeling. The event of hashimoto, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported patient was injected 2 syringes in cheeks with juvéderm® voluma¿ with lidocaine and experienced lumps of the left cheek and chin area (granulomas). Biopsy was not provided. Patient later was diagnosed with hashimoto, deemed not device related. Patient was treated with hyaluronidase and metypred 16 mg in decreasing doses. It is unknown if symptoms resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00461 (abbvie complaint #pr (B)(4) ). This MDR is being submitted for the suspect product, juvéderm® voluma¿ with lidocaine (lot number unknown).